Event description:
The stapler misfires every third stapler, it falls out.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "misfire - staples fell out of device" could not be confirmed since the actual sample was not returned. The customer returned one unopened representative sample of the visistat 35w 6/box for investigation. The representative sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was performed by attempting to fire staples from the returned stapler. The trigger was engaged. Upon full engagement of the trigger, the first staple was released. This was repeated twice with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All 35 remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The stapler was returned with 38 staples in the cartridge. No functional issues were observed with the returned stapler. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in" and "stapler releases staples freely without manual adjustment to disengage staples." A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. No further action will be taken. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The stapler misfires every third stapler, it falls out.